Event description:
A caller reported an alarm 9 issue with their device. There was no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to reload the original cartridge onto the pump, and they were able to successfully do so and resume insulin delivery.